Event description:
It was reported that during an unk procedure, the tissue was cut, but the staples were not formed. This occurred two times during one procedure. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.